Event description:
It was reported that the user experienced hyperglycemia with a confirmed blood glucose of 313 mg/dl after an infusion set supply change on the ilet system, and an agent guided the user through replacing the infusion set (cd 6 mm, 23 inch) without abnormal findings; the user reported significant scar tissue and declined site rotation. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction observed during guided set replacement, with user-reported scar tissue and refusal to rotate sites representing potential infusion absorption issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.